Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 2/63/79 noted during testing. However, pump error 63 alarm confirmed in the pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed hardware low level failures twice. Customer blood glucose reading was 8 mmol/l. Troubleshoot was performed. Customer also reported interprocess communication error alarm and the motor processor did not report the pumps stroke as finished in reasonable time. Customer was advised to discontinue from the insulin pump and revert to a backup per healthcare instruction. Insulin pump will be returning for analysis.